Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: april 28, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was stuck to the outside of the handpiece. Ovd was observed distributed throughout the cartridge, indicating that an adequate amount of ovd was used. The cartridge tip was found to be slightly deformed. The lens module was inspected and no issues were observed. No issues were observed with the handpiece or plunger rod. No resistance was felt while advancing the plunger. The lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected and damage was observed on the edge of the lens. No further issues were observed. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design issue. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens encountered resistance upon insertion into the eye. The lens was removed and a new lens was successfully inserted. No further information available.